Event description:
Pump alarmed "air" medication drip found to be empty. Pump rate at 3cc/hr and vtbi (volume to be infused) = 41.9 cc. Hypotension followed as medication (bp medication) drip infused too quickly.